Event description:
It was reported a blade broke during a procedure. It was stated a piece is disconnected from the blade. There were no reported fragments. They were able to continue with surgery, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The sample returned was analyzed by the quality engineer. The sample returned was only a broken spiral wrap piece with blade tip intact on the broken piece. The device for this broken piece was not returned for evaluation. The analysis performed on the broken piece indicated the hyperextension of spiral wrap. The hyperextension of the spiral wrap and breakage is likely to occur due to excessive side force applied by the customer during use. (B)(4).